Manufacturer narrative:
The motor was detached from the trnasmission. The pump did not have backcase upgrade. The pump will be remanufactured with current backcase.

Event description:
Non-delivery reported. The pump was in use delivering an unspecified analgesic via continuous epidural infusion. In the morning, a nurse reports that the pump appeared to have stopped delivering sometime overnight. The pt did not complain of pain and no adverse effects were reported. The device settings, the amount of non-delivery and pt info was not available. No incident report was written. Biomedical engineer reports that when received by him, the pump was noted to rattle and the motor did not turn as expected.